Event description:
It was reported that in (B)(6) 2017, the right ventricular lead exhibited high capture thresholds and high lead impedance. The patient was asymptomatic. The threshold and impedance levels returned to normal; however, the physician elected to cap and replace the lead. The patient was stable before, during and after the procedure.